Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced pain and self-limited bleeding when removing the silicone catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be 'collapse¿ with a potential root cause of 'interaction between patient¿s urine & product.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the patient experienced pain and self-limited bleeding when removing the silicone catheter. No medical intervention was reported.